Event description:
Caller reported a minimum fill notification, which did not adversely impact the customer's blood glucose level. Initially, attempts to resolve the issue by reloading the same cartridge were unsuccessful. Technical support assisted the caller in filling and loading a new cartridge using the correct technique, which resolved the issue, allowing the caller to successfully load a cartridge onto the pump and resume insulin delivery.